Manufacturer narrative:
Sales rep directly reached out to the surgeon, dr. (B)(6), via e-mail requesting a meeting to discuss the details of the case. He declined stating that risk management is managing the situation. He did not confirm or deny that the retained object was the metal ring from the endo-catch gold. Sales rep called the ord, (B)(6), to get additional information on the procedure to remove the retained object, the outcome, patient status, and requested that they send in the object or provide a picture of the object in question. Additional information will be sent once the account provides the details.

Event description:
Patient was re-operated to remove the device on (B)(6).

Manufacturer narrative:
Multiple attempts have been made to obtain additional information from the account. Emails, phone calls, and attempts for face to face meetings were not successful. The account does not wish to provide any additional information.

Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, on (B)(6) patient had a lap chole and during the procedure the bag tore. Nothing else out of the ordinary happened. On (B)(6)the same patient has a CT scan because of abdominal complaint. CT scan shows what is believed to be the metal ring from the device. The patient will be scheduled for surgery to remove the suspicious object. It has not yet been retrieved and confirmed. Was the device used in patient: yes. Reason product not returned: product was discarded. Procedure date: (B)(6) 2015, the hospital has not confirmed the object; however, they believe it is the metal ring from the endocatch device. The patient is getting scheduled for surgery.